Manufacturer narrative:
Based on information received following submission of the initial report, aspiration failure of a probe does not meet criteria for reporting as a reportable malfunction. No further reports will be scheduled under mfg. Report num. 1644019-2024-01882. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received clarifying that the aspiration failure of probe was incorrectly reported by the reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of a probe during cataract surgery. The surgery was completed after replacing the probe with another one. There was no patient harm.